Event description:
Procedure: low anterior resection. According to the reporter: the reload stapled, but did not cut any of the tissue. Surgeon used another device to cut below where the radial reload was fired. No blood loss of more than 500cc, no delay in surgical time, no reinforcement materials used with the radial reload. No other manufacturer's product was used with the radial reload.

Manufacturer narrative:
(B)(4).